Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006. The ventricular sensitivity threshold was programmed at 0.6 mv. Reportedly, upon scheduled follow-up ((B)(6) 2007), inappropriate ventricular fibrillation (vf) detection was observed (noise sensing inducing storage of episodes and identified as vf). Reportedly, this episode initiated a shock capacitor charge. Noise amplitude was observed between 0.6 mv and 1 mv. Reportedly, the physician did not want to reprogram the ventricular sensitivity threshold to a higher value.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the unites states. Method: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time.